Event description:
The product was returned with no information.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed a tear near the guide ring of the sutureless connector seal.